Event description:
It was reported that during a surgery to treat a cholesteatoma, the diamonds fell from the device during its use. The diamond fragments fell into the patient¿s body but the fragments did not remain in the patient body. They fragments were retrieved without any additional procedure or additional equipment. At the end of the surgery the patient was fine. There were no patient impact or injury.

Manufacturer narrative:
The product analysis was completed on july 15, 2015. The product analysis indicates that there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. A small percentage of diamond particles were missing from the plating that bonds them to the bur head which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. Instructions for use warn, "excessive pressure applied to bur may cause bur fracture which may cause injury". Method: fdm ¿ actual device evaluated; visual inspection; labeling evaluation. Result: stress problem. Conclusion: use error caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Initial reporter: dr. (B)(6). (B)(4). Product evaluation: analysis of device expected, but not yet begun.